Manufacturer narrative:
The event date is approximate. The complaint was received from a consumer in the germany.

Event description:
The consumer alleged that the metal pin from their prestige 9900 power toothbrush has broken off during use. No other injury reported.

Manufacturer narrative:
Analysis results: product is not available for return to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.